Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported to a company representative that during a cataract procedure the patient experienced a capsular rupture. A viscoelastic was used as a tamponade to close the rupture. The intraocular lens was placed in the capsular bag and the procedure was completed. A product sample was not retained. Additional information was requested.